Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl with an unknown concentration and dose. It was reported the patient had left the health care provider's(hcp) office and was sweating profusely, had a bad headache, was nauseous, vomiting uncontrollably, and lost his bowels. The patient stated he called his physician and was told to go to the hospital; patient called 911. The patient got into the ambulance and got intravenous zofran. The patient stated he felt better except for the headache. At the hospital, they did a CT scan, EKG, and such tests and everything came back negative. He kept telling them about the pump, but they didn't test that. The patient was admitted to the hospital; when he left the hospital and was walking around on sunday, his symptoms returned with sensitivity to light, headache, and nausea. The patient had spoken with the physician assistant on the day of the report and was verbally diagnosed with a spinal leak. The hcp was going to do a conservative approach with rest and fluids for recovery; patient was comfortable with that decision. The patient stated he would talk to his physician about warning patients of signs and symptoms of this to look out for when spinal leaks occur. The patient was going to be weaned off oral medications and have increase pump. The patient's status at the time was going to be addressed by the hcp. Further follow-up with the hcp is bein g conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.